Event description:
It was reported prior to device upgrade that the right ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.